Manufacturer narrative:
Technical evaluation: the separator broke at the proximal end past the proximal transition zone. The device holds a permanent bend at three locations on the separated segment. The coated zone before the break is twisted and folded inward permanently; the coating material was peeled off due to friction. The proximal support zone has two permanent kinks due to the compressive force. The remaining part of the separator was still inside the catheter and could not be removed. The catheter has a series of kinks which collapsed the lumen walls of the catheter and would not allow the separator to pass. Conclusion: the incident is confirmed as reported. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The physician was working on a clot in the m2 on a patient with tortuous anatomy. The 032 separator advanced through the catheter with resistance and then attempted a few more times with further resistance. He flushed the catheter and attempted more passes with more resistance. The separator broke at proximal solder joint. The entire system was removed. He felt the same resistance with another separator so finished the case with another product. The physician did not feel that he advanced the separator more than 1cm proximal and distal. This MDR is associated with MDR 3005168196-2010-00298 which pertains to the penumbra system separator 032.